Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 2 years and 2 months.  The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that pump off and low speed advisory alarms were observed. The patient was reported to have been asymptomatic. Technical services reviewed the submitted log files, and pump stoppages (or pump decelerations) were confirmed. On (B)(6) 2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. No additional information was provided.

Manufacturer narrative:
The reported low speed and pump stoppage events were confirmed via the submitted system controller log file. A distal end driveline repair was performed by a technical services representative on 19apr2018. The approximately 19 inches segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for high-potential testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Immediately following the repair, no alarms were reported and the patient was expected to be released home on a grounded patient cable. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.